Event description:
It was reported to philips that the device has "co2 exhaust". No further details were provided. It was later clarified the etco2 was not working. There was no reported patient involvement/adverse patient impact.